Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, two xience sierra stents, sizes 2.25x38 and 3.0x18, were implanted in the left anterior descending (lad) coronary artery. On (B)(6) 2019 the patient had chest pain. The angiogram showed severe coronary artery disease. On (B)(6) 2019, coronary artery bypass graft surgery was performed in two vessels, the lad and the first obtuse marginal coronary artery. The patient had a good recovery and was discharged home on (B)(6) 2019. No additional information was provided.